Event description:
It was reported that patient with vns system implanted in (B)(6) 2015 has an increase in tonic seizure especially during the night. It was reported that patient gags and dribbles excessively during the tonic seizure. Patient is non-verbal so cannot tell the feelings. Attempts for additional relevant information have been unsuccessful to date.